Manufacturer narrative:
The system 2450 operators manual states the following: 1.1.3 cautions for use: the operating room staff should never contact electrosurgical electrodes (either active or dispersive) while the rf output of the esu is energized. 1.1.2 cautions for patient preparation: the patient should not be allowed to come into contact with metal items that are grounded or have an appreciable capacitance to earth. Examples of this would be operating tables, supports, etc. Jewelry and other metallic items can cause localized burns if they make contact with grounded items and should be removed from the patient prior to use of electrosurgery.

Event description:
During surgery, the anesthesiologist had been holding onto the tube that was administering the anesthesia to the patient. The surgeon activated the handpiece, at the same time the anesthesiologist let go of the tube. The anesthesiologist experienced a mild shock (similar to static-electricity). The user facility stated, the anesthesiologist was wearing a wrist watch during the surgery. The anesthesiologist was reported as not being injured as the shock was mild.